Event description:
It was reported during use on a patient, around 9:35pm the cardiosave intra-aortic balloon pump (iabp) printer will not feed or print. The staff tried several times to reinsert and attempt to print, but it would never feed. It was advised to report the pump to their biomed dept. Now, or when it was not in use. Staff will leave it on the patient for now. At all 12:50am edt another staff member called about the same issue and same pump/patient and was not aware that someone called earlier. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) connected a system trainer and successfully printed a strip. The fse also performed a recorder test, and the printer successfully printed. Fault log # 42 was found in the logs, so the system was restarted and fault #42 was no longer an issue. The unit passed all functional/safety testing and was returned to the customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use on a patient, around 9:35pm the cardiosave intra-aortic balloon pump (iabp) printer will not feed or print. The staff tried several times to reinsert and attempt to print, but it would never feed. It was advised to report the pump to their biomed dept. Now, or when it was not in use. Staff will leave it on the patient for now. At all 12:50am edt another staff member called about the same issue and same pump/patient and was not aware that someone called earlier.